Event description:
Pt experienced continued weakness in left leg, pain in left thigh, and pain in low back after initial surgery on (B)(6), 2010. Left l2 screw appeared to be broken on x-rays during follow-up visit on (B)(6), 2010. On (B)(6), 2011, follow-up visit pt complained of low back pain, tightness and numbness in left leg as well as bottom of foot. X-ray on same day showed the l2 screw to be definitely fractured as a gap appeared between fracture portions of screw. Pt underwent revision surgery on (B)(6), 2011, when both screws at l2 were found to be broken at the entrance into the pedicle. Both screws were removed and replaced with 8.5mm x 50mm screws. On (B)(6), 2011, x-rays, all screws appeared to be intact and tight.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval; however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records, according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal state and operating procedures. Based on record review of all available info, it is determined the 6.5mm pedicle screw, 50mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.